Manufacturer narrative:
While speaking with the service center representative was informed the clv-190 displays a white fuzzy image when 190 series scopes are used. The sales rep stated the customer will call back later to initiate the return process. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that their evis exera iii xenon light source displayed a communication error (b30) when using 190 series scopes. The event occurred during preparation for use for a therapeutic enteroscopy procedure. Once the failure was observed the physician elected to switch procedure with a different light source with no further sequelae. There were no reports of death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide a correction for the initial reporter, the device evaluation and the legal manufacturer's final investigation. E1,e2,e3 - correction to initial reporter. The device was returned and inspected by an olympus technician. It was confirmed the b30 error occurred from a faulty scope socket. The following technical defects were found: minor cosmetic damage, a non-olympus lamp had over 300 hours, air pressure was not within standard due to a malfunction of the pump and labels on the front panel. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 3 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the faulty scope socket could not be determined at this time but likely occurred from user handling or an accidental failure. The following information is stated in the instructions for use which might have prevented the event: "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. " olympus will continue to monitor field performance for this device.